Event description:
It was reported that pump displayed malfunction alarm code that required assistance. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance, loaded new cartridge, and successfully resumed insulin delivery, and customer was advised to continue using pump and to call back if malfunction alarm occurred again.